Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear on the balloon, approx 5mm from the balloon proximal tip. The review of the lhr (lot f1300903) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the probable cause of the tear could not be determined.

Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic coronary procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician attempted to shuttle the sealant down when the balloon came out of the sheath. The sealant was not deployed. The pt was converted to 20 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted. No further info is available.